Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of components due to infection, all components removed from previous revision case done on the (B)(6) 2020 which was the 2nd stage revision, 1st stage revision completed on the (B)(6) 2019. (B)(6), this is the 3rd stage revision.

Manufacturer narrative:
Product complaint # (B)(4). This is a duplicate report of 1818910-2020-08924. MFR# is being retracted as it is a report duplication. 1818910-2020-08924 will be kept for investigation purposes.